Event description:
N/a

Manufacturer narrative:
Updated fields:b4,g3,g6,h2,h6(type of investigation, investigation findings, conclusion),h11. It was reported by the customer through the emergency support program (esp) that during use, the cs300 intra-aortic balloon pump (iabp) malfunctioned. There was patient involvement reported and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer thought a connection was loose. The customer had checked for blood, disconnected the helium tubing and reconnected it, and made sure the connections were tight. The customer said the alarm had not sounded since. Esp personnel explained why disconnecting the helium tubing resolved the alarm. They reviewed the proper way to resolve the alarm any time it occurred, by checking the helium tubing for blood or discoloration, press the iab fill key for 2-3 seconds, press start, and check the helium tubing again. It was encouraged for the customer to call back should the alarm go off several times in an hour so it could be troubleshot together.

Event description:
It was reported by the customer through emergency support program that the cs300 had leak in circuit alarm. Nurse stated he thought a connection was loose. Nurse said he and another staff member had checked for blood, disconnected the helium tubing and reconnected it, and made sure the connections were tight. Nurse said the alarm had not sounded since. Esp personal explained why disconnecting the helium tubing resolved the alarm. Esp personal reviewed the proper way to resolve this alarm any time it occurred check the helium tubing for blood or discoloration, press the iab fill key for 2 or 3 seconds, press start, and check the helium tubing again. Esp personal encouraged to him to call back should the alarm go off several times in an hour so we could troubleshoot it together. No harm or injury to the patient was reported.

Manufacturer narrative:
Event site postal code- (B)(6). A supplemental report will be submitted upon completion of our investigation.